Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34us (lot: 0011092883); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with sievers type 1 bicuspid valve with a fusion of the right coronary cusp (rcc) and left coronary cusp (lcc), a pre-implant balloon aortic valvuloplasty (bav) was performed. A 24mm non-medtronic (z med) balloon was used. The valve load was performed once by an experienced valve load ER and confirmed via visual, tactile, and fluoroscopic inspection. During the fluoroscopic inspection of the valve load, a crown overlap was noted up to the third node of the valve frame. The delivery catheter system (dcs) and valve were used for attempted implant. The valve was deployed to 80% at a depth approximately 0-1mm below the annulus but the valve frame was constrained. It was reported that multiple fluoroscopic views confirmed that the valve was constrained and not overlapped. When the valve was recaptured onto the dcs, there appeared to be a crown overlap well past the fourth node. The valve and dcs were withdrawn from the patient. A new valve was loaded onto a new dcs for a successful implant at an optimal depth. No adverse patient effects were reported.